Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The unit passed the initial power connect test. The unit also navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit) , 10 lpm of air pressure , and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for eight hours. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the device shut down and would not turn back on. This issue occurred an hour after use. The patient's condition is reported as fine.

Event description:
The customer alleges that the device shut down and would not turn back on. This issue occurred an hour after use. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4) a visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. The device was manufactured on 10/17/2007. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the device sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.